Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported xen®45 gts with poor performance due to stent not draining in the left eye. The device could not be removed or repositioned so a second xen®45 gts was implanted. The device remains implanted. Event has resolved.

Manufacturer narrative:
The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information clarified that there was no damage or blockage to the xen®45 gts. The xen®45 gts was not draining sufficiently and the eye pressure remained elevated, thus reason to place another stent.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3.

Event description:
Healthcare professional reported xen®45 gts with poor performance due to stent not draining in the left eye. The device could not be removed or repositioned so a second xen®45 gts was implanted. The device remains implanted. Event has resolved. Additional information clarified that there was no damage or blockage to the stent. The stent was not draining sufficiently and the eye pressure remained elevated, thus reason to place another stent.